Event description:
Pt underwent posterolateral fusion l4-s1 on 6/15/94. He underwent a revision surgery on 5/31/95 and had posterior instrumenation removed and was reinstrumented with anterior instrumenation.